Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic heart valve implant procedure, a second valve was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: b5. A third paragraph was added. H6. Patient and device codes were changed. Additional codes. Annex g was changed. Annex f additional device required was removed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic heart valve implant procedure, a second valve was used. No patient complications have been reported as a result of this event. Additional information was received that according to the pre-operative computed tomography (CT) imaging, a 26 mm valve was to be used. After the a pre-balloon dilation with a 20 mm balloon, there was no waist sign and regurgitation was noted. It was determined to use a 29 mm valve instead. Additional information was received to clarify based on evaluation of the pre-operative CT imaging, a 26mm valve was planned to be used, and; therefore, was loaded into a delivery catheter system. The reported "no waist sign" referred to "the patient¿s native valve annulus has no restrictions on the balloon". Moderate paravalvular leak was observed. The 26mm valve was not implanted.

Event description:
Additional information was received that according to the pre-operative computed tomography (CT) imaging, a 26 mm valve was to be used. After the a pre-balloon dilation with a 20 mm balloon, there was no waist sign and regurgitation was noted. It was determined to use a 29 mm valve instead.

Manufacturer narrative:
Updated b.5. Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death or serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Updated data: b5. Fifth paragraph added h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic heart valve implant procedure, a second valve was used. No patient complications have been reported as a result of this event. Additional information was received that according to the pre-operative computed tomography (CT) imaging, a 26 mm valve was to be used. After the a pre-balloon dilation with a 20 mm balloon, there was no waist sign and regurgitation was noted. It was determined to use a 29 mm valve instead. Additional information was received to clarify based on evaluation of the pre-operative CT imaging, a 26mm valve was planned to be used, and; therefore, was loaded into a delivery catheter system (dcs). The reported "no waist sign" referred to "the patient¿s native valve annulus has no restrictions on the balloon". Moderate paravalvular leak was observed. The 26mm valve was not implanted. Additional information was received that the 26 millimeter (mm) valve was pre-loaded so that if a "loop crash" occurred to the patient, the valve could be quickly implanted to correct the "loop crash". After the pre-balloon dilation was performed, based on the shape of the balloon and the limitation of the native valve, annulus on the interventional valve was predicted. After implant of the 29 mm valve was complete, there was no regurgitation present. Additional information was received which clarified that "loop crash" refers to a decrease in blood output that cannot meet the needs of the whole body. The 26mm valve was never inserted into the patient, and no regurgitation occurred during the procedure.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the 26 millimeter (mm) valve was pre-loaded so that if a "loop crash" occurred to the patient, the valve could be quickly implanted to correct the "loop crash". After the pre-balloon dilation was performed, based on the shape of the balloon and the limitation of the native valve, annulus on the interventional valve was predicted. After implant of the 29 mm valve was complete, there was no regurgitation present.